Event description:
During evaluation of a homechoice pro device by a baxter service technician, the device failed a fluid volume accuracy test. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned for evaluation. Volume accuracy testing identified that the device did not flow within specification. The cause of this issue was determined to be deteriorated door piston foam. To address this issue, the door piston foam was replaced. The device was serviced and restored to a good working condition. Should additional relevant information become available, a supplemental report will be submitted.